Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was a little less easy to load and required a little force to insert out of the cartridge, but not overly so. Following insertion of the iol into the anterior chamber, the lens was noted to have a split on the edge where the plunger of the iol inserter meets the lens. It was considered not safe to remain in the eye and would not sit well in the bag, so it was cut in half and removed without incident. It was noted the room was too cold, estimated to be below 16 degrees as the thermometer had not been working. A backup lens was loaded very quickly and insertion proceeded smoothly after a heating cabinet was used to bring the iol, viscoelastic and instruments up to room temperature.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Additional information: the file states that "the temperature of the theatre was set at 14 degrees and was too cold." Root cause: while we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the customer states that the temperature of the theatre was set at 14 degrees and was too cold. The dfu instructs that the iol and viscoelastic should be allowed to attain room temperature prior to use. The file states the use of a cartridge, dfu instructs that cartridge should be used at operating room temperatures between 18°c and 23°c. Not following the correct temperature may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).